Manufacturer narrative:
The returned device was evaluated and the device was received deployed. No kinks or bends were identified on the exposed portion of the soft cannula. Review of the download data shows pulse widths reaching timeout values towards the end of device operation. Rotational sensor data continued to transition between open and closed state indicating that the ratchet gear was still rotating at this time. Inspection of the components did not find anything that would cause the timeouts observed in the data. The automatic glucose control algorithm was able to adapt the suggested insulin appropriately based on estimated glucose values and user inputs.

Event description:
It was reported the patient's blood glucose levels rose to 307 mg/dl, while wearing the pod between 24 and 36 hours. When removed from the infusion site (arm), the pod's cannula was found to be bent. As treatment, the patient changed out the pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.